Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower door had failed. The customer stated that malfunction caused delay when user was trying to issue medication to patient and user managed to get medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door had failed. A field service engineer found that a bin in door 2's compartment had been pressed up against the door, preventing it from closing. The bin was readjusted so it was no longer protruding. The system was tested with hardware test application. The customer successfully recovered the door and verified functionality using the app. The system functioned as intended after the field service engineer repaired the device.